Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 10 minutes after initiation of the patient's hemodialysis (hd) treatment. The blood leak was observed leaking externally from the top of the dialyzer where the dialyzer connects to the arterial bloodline. The machine did not alarm as it is not intended to do so. There was no damage observed to the dialyzer or the bloodline tubing. Additionally, no leak was observed during prime. The patient¿s estimated blood loss (ebl) was noted as being approximately 400 cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. Both the dialyzer and bloodline complaint devices are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device did not identify any damage or irregularities. The din connector, where the reported leak was reported, did not reveal any damage. The bloodline was subjected to a four hour functional laboratory test using a mixture of 70% water and 30% glycerin at 37 degrees celsius. The pump speed was set at 400 ml/min using an f250nr dialyzer while a 15 gauge needle was attached to the arterial line and venous. No leak was observed at the connection between the din connector and the dialyzer. As the lot number is unknown for the returned device, a three month search was conducted where 14 potential lots were identified. A records review was performed on all 14 lot numbers. There were no deviations or non-conformances identified of the potentially related lots during the manufacturing process which could be associated with the reported event. The investigation into the cause of the reported problem was not able to confirm the failure mode. A visual inspection and functional test did not present any abnormalities or leak. Therefore, the complaint was not able to be verified or confirmed.